Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Information received from the same report as MFR number: 2029214-2016-00283.

Event description:
Medtronic received information that during treatment the device was released and the distal segment of the device would not open. The physician withdrew the microcatheter with the device. It was reported that a new device was attempted and the same issue encountered. The physician used a new device to complete the procedure successfully. The patient's current status is normal. No patient injury was reported.

Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. As received, the pipeline braid was not attached to the pushwire. The pipeline braid was found to be fully open with no damages. In addition, the pushwire was observed bent. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause of the reported experience. The cause for the bent push wire could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.